Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported on (B)(6) 2019 that upon removal two tampons fell apart leaving pieces inside her. She removed the remaining tampon pieces.